Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3, date of event: since the exact event date was unknown, it was updated as first day of the month of awareness.

Event description:
It was reported that the pump kept alarming air in line. There was no patient involvement, and no patient harm.

Manufacturer narrative:
H7, h9: updated. H3/h6: one pump was returned for analysis in used condition. No issues were found in the event history log (ehl). Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The reported issue was unable to be duplicated. The cause of the reported issue was not determined as no issue was identified through testing.